Manufacturer narrative:
The cranial-scr plusdrive ø1.6 self-drill l4 (part# 400.834s /lot# 3l37394) was received at cq. Upon visual inspection, no breakage was observed on the device. The thread tips were worn/damaged. Thus the overall complaint was confirmed. The broken complaint condition was not confirmed during the investigation. The threads tips were found to be visibly damaged on the returned screw(part# 400.834s /lot# 3l37394). During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The investigation found no evidence of a manufacturing defect or raw material issue. A root cause could not be determined during an investigation; however, it is possible the damage could be attributed to unintended forces applied to the device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot DHR for sterilization only. Part: 400.834s. Lot: 3l37394. Manufacturing site: (B)(4). Release to warehouse date: 13. March 2019. Expiry date: 01. March 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Nonsterile part. 400.834.05 / h732729. Manufacturing location: (B)(4). Manufacturing date: 13-sep-2018. Part number: 400.834, ti low profile neuro screw self-drilling 4mm. Lot number: h732729 (non-sterile). Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: h625377. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in april, 2020, during a closed cranial surgery, the screws were broken during insertion. Replacement screws were used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Concomitant devices reported: ti low profile neuro screw self-drilling 4mm (part# 400.834s, lot# 3l37394, quantity# 2). This report is for one (1) ti low profile neuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).